Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the transfer set was ¿almost completely severed off near the titanium¿. The cause of the event was reported as due to "the way the cath was bent near the titanium". On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available as the reporter declined to provide additional information.